Event description:
The consumer reported that she felt very little stimulation. The symptom control was not 50% or better. They could not troubleshoot due to lack of access to the product; patient was at work and did not have her programmer with. There was no symptom relief. The implant was not helping the patient's symptoms and she had to get up every 2 and a half hours or 3 hours. With the trial, she only had to about every 7 hours. She had good results with the trial but was not having good results with the implant and had not since it was implanted on (B)(6) 2015. She had soreness at the implant site. Additional information form the consumer reported that the device did not work. She still had frequency and urgency problems. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.